Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis determined that the no-wireless telemetry condition was due to a faulty radio frequency (rf) telemetry integrated circuit.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that prior to implantation, the device would not connect wirelessly upon interrogation. The device was not used for implant. There was no patient involvement.